Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) noted that the customer had reported door 4 kept falling. All of the latches were replaced. The inventory was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.